Event description:
This sheath was used during an implant procedure on (B)(6) 2018. Two-incision technique was performed but the sheath got lifted and peel away was not sufficiently performed. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).